Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support offered to follow-up, the customer declined, therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.